Event description:
It was reported that the device delivered inappropriate high voltage therapy during episodes of atrial fibrillation. Medication was administered to resolve the event. The patient was stable.